Manufacturer narrative:
The pod was received with the cannula fully deployed and the pink slide visible. The pod ran for 2257 pulses. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.correction to d(4): lot number changed from unavailable to l44651. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 09/09/2020. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed from unavailable to(B)(4) . Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Correction to h(4): device mfg date changed from unavailable to 03/09/2019.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle did not deploy. The pod was not worn.